Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please also see associated report(s): 0001822565 - 2018 - 01020, 0001822565 - 2018 - 01021. Concomitant medical products: part# description lot# 00801803602 femoral head sterile product do not resterilize 12/14 taper 61424873, 00875101136 liner neutral 36 mm i.d. Size jj for use with 54 mm o.d. Size jj shell 61349775, 00625006530 bone scr 6.5x30 self-tap 61412727, 00625006530 bone scr 6.5x30 self-tap 61422322, 00875705401 shell with cluster holes porous 54 mm o.d 61430566, 00771301000 modular femoral stem 61356740. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient slipped and fell and subsequently dislocated the right hip. The patient was revised due to chronic dislocations and elevated metal ions. Attempts have been made and no further information has been made available at this time.

Manufacturer narrative:
Reported event was determined to be confirmed due to medical records received. A photograph of the explanted devices was received. Taper corrosion can be identified on the head and neck. No definitive statement can be made about the condition of the liner. Device history record (DHR was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.